Manufacturer narrative:
To fill the cannula without filling the tubing, from the home screen, tap options, tap load, tap fill cannula and then follow the instructions below. If you are using a steel needle infusion set, there is no cannula; skip this section. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high." Reportedly, customer did not follow proper load instructions and did not fill the cannula prior to resuming insulin. The customer filled the cannula with insulin to resolve the issue, and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.